Event description:
It was reported that the patient had pump stop that could have been caused by a high current. They did not have any more pump stops. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate/additional information to MFR #2916596-2022-15005. Investigation findings will be reported under MFR #2916596-2022-15005.